Event description:
It was reported, that this left ventricular (lv) lead exhibited high threshold measurements. Loss of capture, and decreased lv pacing. The lv outputs were increased. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).